Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for clog on lot # 7079899. Customer returned two (2) loose 31gx8mm, 1ml bd insulin syringes. Consumer reported clog; unable to draw up medicine from a vial. Both returned syringes were examined, then tested for flow: both syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 7079899. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200693816, 200693868] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 40 bd ultra-fine¿ ii insulin syringes were unable to deliver insulin (clogged or blocked), and another 40 were unable or difficult to aspirate. The following information was provided by the initial reporter: clog. Unable to draw up medicine from a vial.